Event description:
The dental implant has come loose from the insertion tool. No other implant was placed in the same surgery.

Manufacturer narrative:
The dental implant has come loose from the insertion tool. The insertion instrument securely holds the implant unit in place, even during a shake test. The functionality is fully guaranteed. No product problem detected. The reason for the complaint is not comprehensible.